Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was noted the battery eroded through the pocket incisional scar. The patient¿s poor health was attributed to the poor healing. A wound clinic tried to help, but they were unsuccessful. The system was removed and the issue was reported as being resolved. No further complications were reported.